Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q15, q16, q17, and q18 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor did not pass incoming functional testing.